Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4/page 35: warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). If you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9/page 121: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9/page 123: frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
The patient reported that he fell due to low blood glucose (bg) reading 68 mg/dl and broke his right leg. He drank an energy drink ((B)(6)) in order to correct his low bg levels, but it did not help immediately. The pain was unbearable so he went to the emergency room where they bandaged his broken leg with voltaren and he was provided crutches. They also gave him thrombosis injections and ibuprofen. He was sent home 3 hours later. They did not treat his low bg as his bg level was improving due to the energy drink. Pod worn on arm for an unspecified amount of time. Once at home he noticed the adhesive pad was coming loose and that the cannula was out of the skin.

Manufacturer narrative:
The returned device was evaluated and received with the bottom housing vent installed correctly. No issues were observed that would contribute to low bg¿s (blood glucose). No issues were noted that would cause the cannula to dislodge from the infusion site. Due to the device having been worn, the original state of the adhesive pad could not be determined.